Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitor issued an alert for high out of range shock impedance measurements. Review found the right ventricular (rv) lead shock impedance to be at 138 ohms. The medical personnel noted the impedances have been steadily trending upward. Boston scientific technical services (ts) discussed the possibility of calcification on the lead and discussed the option of further testing when the shock impedance increases further. At this time the clinic will continue to monitor the patient. The implantable cardioverter defibrillator (ICD) and rv lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the high shock impedance measurements continued. Subsequently the implantable cardioverter defibrillator (ICD) was explanted and the right ventricular (rv) lead surgically abandoned. A new device and lead were successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the shock impedance measurement continued to increase and was now around 143 ohms. Boston scientific technical services (ts) was consulted and discussed the possibility of calcification build up on the right ventricular (rv) lead. Ts also suggested bringing the patient in for further testing. The patient was brought in and a 41 joule commanded shock was given which yielded an impedance measurement of 96 ohms. Ts was again consulted and discussed that re-evaluation as needed based upon trend data and diagnostics. The field representative stated they would continue to monitor the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient received three inappropriate shocks for atrial fibrillation (af) with rapid ventricular response. The shock impedance measurements for the three delivered shocks was 119, 117 and 113 ohms. A painless shock impedance test was performed and yielded a measurement of 136 ohms. Boston scientific technical services (ts) discussed that the rv lead is a single coil lead, so there is only one shock vector available in this system. Ts furthered discussed that if the shock impedance increases above 145 ohms the shock may truncate. At this time they will continue to monitor the patient. The implantable cardioverter defibrillator (ICD) and rv lead remain in service and no additional adverse patient effects were reported.